Event description:
It was reported that the patient underwent a revision due to device placement. The patient had pocket soreness because the stimulator hit his rib due to the abdominal placement. There were no device issues. The physician added an extension for additional length. Follow up indicated that the patient was fine post revision.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 977a160, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a160, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).